Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the customer¿s device. Proper device operation was observed through functional and performance testing. The third party service agent was then able to test the customer¿s device in the ambulance. The service agent observed that the reported issue could be duplicated when the device was used in combination with the modified sinewave (power) inverter mounted in the ambulance. Physio-control determined that the cause of the reported issue was due to the customer's modified sinewave inverter. The device was subsequently returned to the customer for use. Physio-control has recommended that the customer not to use their device in combination with the modified sinewave inverter and was advised of the warning from the lifepak 15 operating instructions about the use of power inverters with the device, and that it¿s the users responsibility to verify that their device performs correctly when used with a power inverter. The device was not returned to physio-control for evaluation.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. There was no patient use associated with the reported event.